Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0-3.5 x 35-38mm target lesion was located in the seriously tortuous and seriously calcified left anterior descending artery. A 38 x 3.50 promus premier stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 3.0-3.5 x 35-38mm target lesion was located in the seriously tortuous and seriously calcified left anterior descending artery. A 38 x 3.50 promus premier stent was advanced to treat the lesion. However, it was noted that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 3.50 x 28 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the first proximal stent strut row and on the 12th distal stent strut row, stent struts were pulled and lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal edges of the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.